Manufacturer narrative:
Device passed displacement test and self test. No missing segments noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 135 mg/dl. Customer reported that the screen had blank lines on it. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.